Manufacturer narrative:
The investigation for the positioning and perforation issues has been completed. No product or data logs were returned for evaluation. Clinical details noted that a pericardial effusion occurred during pump implant. Additionally, after patient received CPR, pump was too deep in ventricle and when repositioning, pump became dislocated and slipped back completely into aorta. The pump was unable to re-cross valve and was explanted. The root cause of the ventricle perforation cannot be definitively determined as limited clinical details were provided. The root cause of the positioning issues was most likely a use related issue as the pump came out of position when CPR was being performed. Corrections to the initial MFR report: d4 updated UDI number g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation, section: direct aortic insertion, section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported the 81-year-old female patient was on impella cp support and during the implant, a pericardial effusion occurred. The cause of the effusion is unknown. Additionally, when the impella was repositioned and retracted, it dislocated and slipped completely back into the aorta. The pump was explanted.